Event description:
Teleflex medical reported an end-user alleges interrupted staple release from stapler due to jamming. It is unk when this event occurred. There was no pt injury reported or medical intervention necessary. No medical info was available.

Manufacturer narrative:
There are three separate lot numbers referenced: 1996707, 1996717, 1997633. The device has been requested for eval but has not been received. Should the device be received for eval, a f/u report will be filed upon completion of the eval or if additional info becomes available.